Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that when an exception is resolved to an order with a different mrn and/or accession number, the dicom header is not updated when the study is autoexported to a 3rd party recipient. When pt info is changed in the dicom header and the study is exported before the image is updated in the pacs, the unchanged data will export. There was no report of pt harm or adverse event.